Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: level 1 hotline low flow system was returned for investigation in used condition. The customer reported product problem (device alarming/user unable to adjust meters for tolerance of temperature) was verified during functional testing. The over temperature alarm was sounding. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information was received that device was alarming, unable to adjust meters for tolerance of temperature. No adverse effects reported.